Event description:
The customer reported that the ortho provue analyzer resulted a sample containing passive anti-d as negative during antibody identification testing. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer arrived on site and performed reader adjustments as well as verified the gripper adjustments. Second level support contacted the customer regarding any further testing that had been done on the provue to determine if it was detecting antibodies correctly. The customer indicated that the provue appropriately detected a very weak anti-c and anti-d. Customer is satisfied that the repairs have returned the provue to normal operation. Repairs and adjustments have returned the instrument to expected operation. A search was performed concerning complaints logged by this customer. This customer has not logged any similar complaints against this analyzer since this incident. (B) (4). Cross reference MDR # 1056600-2009-00202.